Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional test was performed because of the damage to the device. Visual evaluation noted that the central peg was broken off. Cuts were observed on the material of the device. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/8/2023, it was reported by a sales representative that an ar-9236-03pp univers vaultlock glenoid trial, large central peg broke off. This was discovered during a procedure. Additional information requested.